Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia ablation with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. First, it was reported that a soundstar® catheter would not stay connected to the eco cable and fell out. This occurred before the case started. The eco cable was replaced without resolution. The catheter was replaced, and the problem was resolved. The case continued. After successful completion of the procedure, a pericardial effusion was noticed in the patient. The effusion was noticed with ice (intracardiac echocardiography) while looking at the patient after the procedure and confirming the effusion with ultrasound. Pericardiocentesis was performed on the patient. The patient was stable and under observation. Patient fully recovered. The physician believes this was most likely due to the qdot micro¿ catheter / ablation. The sheath and catheters were exchanged twice. There was one transseptal puncture site. There were eighteen radiofrequency ablations performed outside the pulmonary veins, and nothing within the pulmonary veins.